Event description:
It has been reported to philips that system did not start up. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up due to button press. Analysis of system log file showed that it failed post due to a button push on start-up. Upon troubleshooting, fse found that the bolus switch was sticking. Fse resets the bolus switch to avoid sticking and repaired the switch. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.